Event description:
Customer reported that a pt presented with a wound dehiscence at an unspecified time following a laparoscopic sigmoid colectomy. The pt was returned to surgery for repair. The customer reports that the suture was broken. Add'l info was requested; no further info was received.

Manufacturer narrative:
Dateconclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.